Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "while the md was pushing the med, he felt a sudden release of resistance from the syringe plunger, he removed the device and noted that the tip of the atomizer was missing. Customer reported that they then used a bronchoscope to locate and remove the missing tip from the patients lung. The patient was reported as fine post the procedure and there was no reported harm.".

Event description:
It was reported that: "while the md was pushing the med, he felt a sudden release of resistance from the syringe plunger, he removed the device and noted that the tip of the atomizer was missing. Customer reported that they then used a bronchoscope to locate and remove the missing tip from the patients lung. The patient was reported as fine post the procedure and there was no reported harm."

Manufacturer narrative:
(B)(4). The customer returned one-unit mad600 madgic atomizer with 3 ml syringe for investigation. The syringe was not returned with the mad device. Visual examination of the returned sample revealed that the tip of the device was disconnected from the lumen tube and missing. No adhesive residue was observed at the distal end of the lumen tube where the tip gets attached. Nonconformance (nc) has been initiated at the manufacturing site to further investigate this issue. Device history record review investigation did not show issues related to complaint. The reported complaint of "detached tip" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the tip of the device was disconnected from the lumen tube and missing. No adhesive residue was observed at the distal end of the lumen tube where the tip gets attached. Non-conformance has been initiated at the manufacturing site to further investigate this issue.

Event description:
It was reported that: "while the md was pushing the med, he felt a sudden release of resistance from the syringe plunger, he removed the device and noted that the tip of the atomizer was missing. Customer reported that they then used a bronchoscope to locate and remove the missing tip from the patient's lung. The patient was reported as fine post the procedure and there was no reported harm."

Manufacturer narrative:
(B)(4). The customer returned one-unit mad600 madgic atomizer with 3 ml syringe for investigation. The syringe was not returned with the mad device. Visual examination of the returned sample revealed that the tip of the device was disconnected from the lumen tube and missing. No adhesive residue was observed at the distal end of the lumen tube where the tip gets attached. Nonconformance (nc) has been initiated at the manufacturing site to further investigate this issue. Device history record review investigation did not show issues related to complaint. The reported complaint of "detached tip" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the tip of the device was disconnected from the lumen tube and missing. No adhesive residue was observed at the distal end of the lumen tube where the tip gets attached. Non-conformance has been initiated at the manufacturing site to further investigate this issue. Corrected data: in section h.2, "if follow-up, what type" has been corrected from "additional information" to "device evaluation." Additionally, in section h.3, "device evaluated by manufacturer" has been marked as "yes."